Event description:
The user interface module on the ventilator does not respond to input. After checking everything the unit was disconnected and reconnected and the unit will not power up. No pt involvement.